Event description:
It was reported that the his bundle lead exhibited a lead impedance warning. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429688 lead implanted: (B)(6) 2016; dtmc1d1 crtd implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.